Manufacturer narrative:
Additional information and corrected data: through follow ups we learned that there was no patient contact with the lens, and that there is no allegation against the lens. Upon further review of the new information received it was determined that the reported incident is not linked to the device as there was no patient contact. Therefore, this event is no longer reportable and no further information will be provided under MFR report number 3012236936-2024-0002668. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - initial reporter first & last name: unknown, as information was asked but it was not provided. Section e1 - email address: unknown, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that implantation of the 3 piece standalone intraocular lens (iol) was not possible due to a capsule damage. Scleral fixation iol. No further details were provided.